Event description:
It was reported that during central processing, the curved bipolar dissector instrument had a torn cable. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the issue occurred during central processing and the instrument was replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing, however the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.